Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0074 boston scientific lead, implanted unknown; 0040 boston scientific lead, implanted unknown; d284vrc ICD; 6707-15 adaptor; 6707-15 adaptor; 5866-24m adaptor, implanted (B)(6) 2013; 6917a x2 lead, implanted (B)(6) 1991. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited double counting of wide complex r-waves on episodes. The lead remains in use. No patient complications have been reported as a result of this event.